Event description:
In 2006 this patient was implanted with a gore excluder aaa endoprosthesis. Six months later the patient was identified with a type ii endoleak from the inferior mesenteric artery. The patient was also identified with aneurysm enlargement at an unknown date. Two months later, the patient underwent a secondary procedure, translumbar coil emoblization and coil placement in the aneurysm sac. As reported, this reintervention resolved the type ii endoleak.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.